Event description:
It was reported that the patient fell and sustained a periprosthetic fracture from the original bipolar hip so the surgeon revised.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed. The exact cause of the event could not be determined because insufficient information was available regarding the cause of the apparent failure of periprosthetic fracture. More clinical information would be helpful to rule out possible contributory factors. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the patient fell and sustained a periprosthetic fracture from the original bipolar hip so the surgeon revised.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade tmzf stem. A supplemental report will be submitted upon completion of the investigation.